Event description:
It was reported to medtronic minimed that the customer reported the pump was suspended, the battery turned off, battery failed. Just changed the battery without the battery low alert. The customer is reporting an issue during the priming process. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the battery failed alarm, and the customer reported that the battery cap contacts and battery compartment are not damaged or corroded. Troubleshooting was performed for the priming process, and the customer reported receiving a rewind request after an alarm or being unable to exit the load reservoir process. Customer completed the rewind and load reservoir process successfully. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current test, sleep current test, displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test noted during testing or in pump history download. No prime fill anomaly noted. No pump errors listed in the pump history download. No alarms or alerts noted during testing. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 12:42:00 after more than 7 days at 16.05 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 11:16:00 after more than 7 days at 17.17 days. The p-cap locks properly into the reservoir compartment. Found moisture damage to pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, cracked battery tube threads, cracked keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. No power errors noted and passed all required testing. No failed battery test noted during analysis. Unexpected battery power loss not confirmed. Charge/battery lasts less than expected not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No prime fill anomalies noted during analysis. Confirmed moisture damage to pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.